Event description:
It was reported via clinic notes dated 08/25/2003 that after vns implant in (B)(6) 2003, the patient's seizures became more controllable. However, around (B)(6) 2011, "the seizures have worsened and have become more frequent." Attempts for further information have been unsuccessful to date.